Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he has not been able to see out of his lens in a couple of years following an intraocular lens (iol) implant procedure. He describes his vision as "goofy, jumping around and all this glowing like stuff." The lens remains implanted.